Event description:
It was reported that during an unrelated procedure, the patient's right ventricular (rv) lead was found to have a high capture threshold. In an attempt to reposition on 8 jun 2026, the rv lead helix failed to extend. The rv lead was then explanted and successfully replaced. The patient remained stable throughout.